Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged from the coronary sinus. The lead was explanted and replaced. No patient complications have been reported as a result of this event.